Event description:
It was reported that the ilet pump displayed a glucose of 359 mg/dl and attempted to deliver insulin while the patient remained hyperglycemic for over four hours; the agent reviewed alarms and charts with the family and recommended a complete supply change. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.